Manufacturer narrative:
The returned device was evaluated. During evaluation, the device failed continuity using the cirris tester. One of the cable contact pins inside the masimo (mc) connector (female connector) is not high enough; preventing the cable contact pin from fully engaging with the sensor contact trace (male connector). As a result, cable has an "intermittent" open connection between the cable contact pin and the sensor contact trace, inside the masimo (mc) connector. When the intermittent connection was held in normal operation and the manipulated to "open" (non-functional) condition: instrument went into alarm condition (audibly and visually alarmed), readings zeroed out, pleth went flat, and a "no sensor" error message displayed.

Event description:
It was reported that the device provided intermittent readings. The customer reported having to "jiggle" the lnop sensor connector to get to read. The customer reported having discussed cleaning practices as well as making sure sensors are aligned right before plugging in with staff at staff meeting. It was reported that cables appear to have some pins mal-aligned interior to cable. It was also reported that the dcis worked fine when tested on a red lnop cable attached to a radical-7 and the device was able to engage in patient monitoring once the sensor connector was moved/jiggled. There were no consequences or impact to the patient.